Event description:
It was reported that the balloon was stuck in the stent. During a stenting subclavia procedure, an express¿ ld vascular 7.0x20x135 cm stent was placed in the right subclavian. Upon withdrawal, after successful deployment of the stent, the carrier balloon was stuck in the stent. It was noted that the balloon was easily removed from the stent and no additional intervention was needed to remove the balloon. The stent remained deployed in the lesion and there were no patient complications. The patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).